Event description:
It was reported the right atrial (ra) lead had dislodged and there was phrenic and diaphragmatic stimulation. In addition, the physician attempted to revise the lead multiple times but was unable to do so and there was a possible helix malfunction. The lead was explanted and replaced. It was further reported that the replacement ra lead dislodged post-operatively to the inferior vena cava and had no capture or sensing. The replacement lead was explanted and replaced. No further patient complications have been reported as a result of this event.